Event description:
The hosp reported three cases of nocardia-positive bronchial lavage (bal) cultures within a ten day period. The hosp eventually had reports of five instances of bals containing the same organism. The hosp reported none of the five pts had any signs or symptoms of nocardia infection. All of the pts were adults with pre-existing pulmonary problems that necessitated their procedures. None of the pts were treated for nocardia infection.